Event description:
It was reported that a user experienced failure to receive dexcom g6 cgm readings on the ilet after installing a new sensor and transmitter, while readings were present on the dexcom mobile application; review indicated the serial number and pairing code entered in the ilet were incorrect, and the user subsequently re-entered the correct information and initiated pairing. Symptoms included no reported adverse physiological effects. Outcomes included temporary loss of cgm data display on the ilet. Investigation included review of device setup and user-reported data. Investigation of this case revealed a pairing configuration error due to incorrect cgm identifiers entered into the ilet. It was concluded that the event was attributable to user setup error, with device function restored upon correcting the cgm pairing information.